Event description:
Intuitive surgical, disposable accessory kit, 4-arm, was noted to have manufacturing defect (drape edge not sealed) by the attachment portion of the drape presenting as a hole in the drape. This was exchanged for another whole drape pack. FDA safety report ID # (B)(4).